Event description:
It was reported that the patient experienced a burning sensation at the neurostimulator site following implantation. Impedances >3600ohms were also reported. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.